Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited a loss of capture that resulted in the patient experiencing asystole. Additionally, intermittent loss of capture was noted on the non-boston scientific left ventricular lead dependent on patient position. The patient experienced asystole shortly after implant, and upon interrogation, no capture was noted on the rv channel. After completing an x ray, it was confirmed that the lead was dislodged. This rv lead was explanted and replaced as a result. No additional adverse patient effects were reported. This rv lead is no longer in service.